Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the pneumatic module needed replacement. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the ventilator verification test failed due to a solenoid failure. Mechanical ventilation was still available. Therefore, the initial MDR was not reportable. Additional information was received that the ventilator verification test failed due to a solenoid failure. Mechanical ventilation was still available. Therefore, the initial MDR was not reportable.